Event description:
It has been indicated by the customer that "the handle of the lifting pole is broken off at the plastic. The broken plastic has come into the face of the client and injured client." The device was inspected at the user's facility by an arjohuntleigh representative, who confirmed that the patient wanted to repositioned himself with use of the lifting handle. The handle broke and the patient fell on the bed. The torn part of the handle caused scratches on the face. Fortunately, the abrasion on the face was superficial - no medical intervention was necessary, the injury did not cause hospitalization, the patient did not go to the emergency room. Ref MFR # 1000381138-2013-00012.